Manufacturer narrative:
Customer report of calcification and stenosis were confirmed through observed calcification. Report of tear in the non-coronary cusp and insufficiency was confirmed through observed leaflet tears. As received, leaflet 2 was missing and not returned with valve. X-ray demonstrated wireform intact and heavy calcification on leaflets 1 and 3. Calcification restricted leaflet mobility and led to stenosis. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 12mm on leaflet 1 on the inflow aspect and 8mm on leaflet 1 at the outflow aspect. Host tissue on the stent circumference was minimal at the inflow and outflow aspect. Leaflet 1 had a 6mm tear near commissure 1. Leaflet 3 had a 7mm tear near commissure 3 and a 3mm non-transmural tear at the cusp area. At the tears, leaflets were observed to be thickened and swollen and calcification was evident. Hematomas were observed on the outflow aspects of leaflets 1 and 3. Sewing ring was cut at multiple areas around the valve and exposed the wireform around leaflet 1 and 3 on the outflow aspect. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It has been determined that this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology and structural valve deterioration with calcification. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported that a 3000tfx 25mm aortic valve, implanted for 12 years and three (3) months, was explanted due to heavy calcification and tear in the non-coronary cusp. The patient presented with aortic stenosis and insufficiency. The patient was found to have significant pulmonary hypertension preoperatively. The explanted device was replaced with a 8300ab 23mm intuity elite valve. Inspection revealed a well-seated valve. He was easily weaned and separated from cardiopulmonary bypass but developed significant pulmonary edema and secretions suggestive of transfusion associated lung injury which precluded successful oxygenation. Two additional attempts to wean from bypass also demonstrated preserved heart function but rapidly deteriorating oxygenation when off bypass. The patient was placed on ECMO. Significant bleeding without a surgical source was ongoing until coagulopathy was corrected. It was noted that cardiac function remained preserved; oxygenation was the problem. Patient was transferred from the operating room for transfer to another facility due to complications.

Manufacturer narrative:
Additional manufacturer narrative: updated event section per additional information received.

Event description:
Additional information was received. On pod #6, the patient was decannulated from ECMO. The patient weaned from venoarterial ECMO and remained very stable. The patient tolerated the procedure well and there were no complications.

Manufacturer narrative:
Reference CAPA-20-00141.